Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. Hardware parts were replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was displaying "no input detected." Rebooted the system and open clinical application then the screen went black/blue. Confirmed all cables were seated. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). The computer 9734477 rollingstone embedded (lot# 1802636) was returned for analysis. Analysis found no failure. The returned computer booted normally to the application screen. No "no input" messages were observed. If information is provided in the future, a supplemental report will be issued.